Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor instrument was found to have a lodged component outside the instrument. The instrument was found to have a coextrusion from the sheath's distal end measuring roughly 5.56 mm bonded to the instrument located approximately 5.16 mm from the distal tip. The sheath was not returned. The housing was removed and found to be undamaged. The input was manually articulated and passed. The electrical continuity was performed and passed. The complaint was confirmed by failure analysis. The probable root cause is attributed to either tip accessory installation issues or damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can cause a component to be lodged from the disposable monopolar cautery tip into the tube adapter.

Event description:
It was reported that during central processing, the monopolar curved scissor instrument was noted to have part of the sheath remaining. There was no report of patient involvement or patient injury.